Event description:
It was reported that the cassette sensor was not recognized during preparation. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history along with functional testing confirmed the reported issue. The cause was traced to a defective latch/lock sensor. The sensor will be replaced to address this issue.